Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. User reports that the system will randomly go into stand alone mode for up to 5 seconds, then go back to normal operation. Stand alone mode can be triggered by a momentary communication hiccup between the mobile view station (mvs) and image acquisition system (ias). As long as it comes back from stand alone mode, there shouldn't be any issues. Reloaded software version 3.1.6 as a precaution. System ready for use. No parts were replaced. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system was taking longer than normal to transfer scout images from the image acquisition system (ias) to the mobile view station (mvs). It was also reported that that the system will randomly go into stand alone mode for up to 5 seconds, then got back to normal operation. There was no patient present when this issue was identified.